Event description:
It is reported that during an arthroscopy procedure, the ceramic tip broke off and was retrieved. There was no injury reported. The tip was retrieved without difficulty. No info as to how long it took to retrieve the tip.